Event description:
When the doctor pulled the size 8 gloves out of the sealed package, dated 2/91, the gloves were brown and deteriorated. This is the only time this has happened, but this is a concern to rptr.